Event description:
Boston scientific received information that the patient implanted with this device system experienced syncope. Upon review of the arrhythmia logbook, no events were observed. The cause of the syncope was undetermined.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.